Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has missing segments on the display screen. Troubleshooting found that there is only a partial display of information on the screen. Customer's blood glucose level was 52 mg/dl at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis. The product will not be returned.

Manufacturer narrative:
The insulin pump powered up after battery installation. The insulin pump showed a partial display/missing segments (white spot) in the upper right hand corner due to moisture damage on the electronic assembly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Moisture damage was also found on the motor, force sensor, and corrosion inside of the battery tube during visual inspection. Pump also received with scratched case, case cracked behind the pump at the corner of the belt clip rails, broken battery tube threads, serial number label and end cap address label faded, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.